Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v804743, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v677811, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B )(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was high impedances on electrode 3. The impedances were greater than 3600. Electrode 3 showed greater than 3600 in all combinations. They were unable to determine which of the two leads was 0-3. No action was required as electrode 3 was not in use. The patient was alive with no injury. The patient was receiving effective therapy. No further actions were planned. The patient¿s status at the time of report was alive with no injury.